Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had problems with three different sensors on her insulin pump. The patient's blood glucose was at 277 mg/dl. Customer states that the readings on her sensor are not matching with her blood glucose. The customer was helped with trouble shooting. The customer was advised that issue could be that the sensor was not taped well or in a bad location on the body. Sensor was stored improperly. No further information was provided.